Manufacturer narrative:
Olympus contacted the clinical endotherapy specialist (ces) who visited the user facility to obtain additional information. The user facility reportedly was still using the referenced model of snares without any complications. The device referenced in this report was not returned to olympus for evaluation. The ces provided in-service training regarding the appropriate use of the device. The exact cause of the reported phenomena could not be conclusively determined. If significant additional information is received, this report will be updated. This is one of two reports. Please also reference 9610773-2012-00025. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that they had experienced two post-polypectomy bleeds in early (B)(6) 2012. There was no information provided regarding what intervention (if any) was provided to the patients, and no information provided regarding the status of the patients.